Manufacturer narrative:
Physio-control evaluated the customer device and could not verify the reported issue, there was no defect found. Physio replaced the battery pins as a precaution. After other unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report from the customer that, "unit powered off as soon as it powered up, repowered ok." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to this event.